Event description:
As reported, after use of a 6/7f mynxgrip vascular closure device (vcd) for sufficient time, it did not stop bleeding, so additional manual decompression was performed and the procedure was completed. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f/7f mynxgrip vascular closure device (vcd) for sufficient time, it did not stop bleeding, so additional manual compression was performed, and the procedure was completed. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant, procedural sheath, and advancer tube were not returned with the device. Additionally, the balloon was observed to be fully deflated. The device was inspected for anomalies that may have contributed to the reported incident, and no anomalies were observed. Furthermore, the sealant sleeve protecting the mynxgrip sealant was received separated from the device. Dimensional analysis was performed to verify the distance between the shuttle tip and the inflated balloon, and it was noted to be within specification. The condition of the returned device is similar to a complete removal of the device. Since the sealant and advancer tube were not returned, a functional test could not be performed on the device. Per microscopic analysis, visual inspection at high magnification showed the presence of a slit in the outer cartridge. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages/anomalies noted that could be attributed to the reported failure. However, access site factors (there was moderate vessel tortuosity and moderate presence of calcium in the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. According to the product¿s IFU, which is not intended as a mitigation, the special patient population section states, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also, in the IFU, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.